Event description:
Ous MDR - boston scientific received information that this right ventricular lead exhibited increased pacing threshold measurements shortly after implant. An x-ray did not confirm dislodgement, but the body of the lead had moved a little. Micro-dislodgement was suspected. The pacing outputs were increased. Two days later, the pacing thresholds had increased again, to 5.5v at 0.4ms so the lead was repositioned. No adverse patient effects were reported. The lead remains in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.